Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a meniscal repair it was reported that the suture was deployed in two peek but suture was not stable because of the node (knot) wasn't able to slide. The t1 and t2 implants successfully attached to the meniscus, however, due to the problem of the knot that would not slide, the stitch could not be stabilized through the meniscus. Afterwards an inside-out technique was performed and the process was completed successfully with a back-up device. No implants were left behind; they were removed with graspers. There was a thirty minute delay.

Manufacturer narrative:
Evaluation - two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned. Devices were functionally tested for proper actuator advancement and cycling, each device functioned as intended. Without the return of the suture construct, the reported complaint of suture not cinching cannot be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).